Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device has not been returned for evaluation. The investigation is on-going in (B)(6) and a supplemental medwatch will be provided when additional information becomes available. Items marked ni are unknown to us at this time.

Event description:
It was reported that during use, the power line became disconnected for a short period of time and the display disappeared. The units display returned to normal after turning the unit on and off. No reported patient effects. (B)(4).